Event description:
It was reported that the device was not charging. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. The service representative provided a quote for diagnostic service; however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.